Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Analysis of the programmer ((B)(4)) found that the complaint was unverified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient programmer (pp) would not do telemetry with or without the antenna. A replacement pp was sent. The patient reported that they had fallen on (B)(6) 2017 and since then they had been recharging their ins every 2-3 days instead of once a week. The patient stated they have not had any changes in programming and the stimulation is the same as it was before the fall. The patient was redirected to their healthcare professional (hcp) to discuss recharging more often. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.